Event description:
The surgeon had experienced needle tip breaks during procedures. The needle tip break resulted in instances where the surgeon was attempting to pass a stitch in a thin, unsupported region of tissue near the meniscal apex. While attempting to clamp on the thin, unsupported tissue, he experienced watermelon seeding where the tissue squeezed out of the clamp but proceeded with firing the needle. This causes the needle to be fired with the upper jaw fully clamped onto the lower jaw, leaving little to no space for the needle to go through the suture trap. This motion can result in applying a permanent set to the needle in the region of the suture hook. Despite seeing this condition on the needle, he would make another passing attempt with the needle which resulted in the tip breaking off. The surgeon was able to retrieve the fragments from the patient's joint during primary procedure.